Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Event description:
It was reported that the patient was seen at (B)(6) hospital pacemaker follow up clinic for a routine pacemaker interrogation. The patient was concerned about healing at the wound site. At a previous follow up, the patient was advised that her wound site was infected and was treated with antibiotics. The physician decided to explant the system due to the wound edges not healing and likely infection.